Event description:
It was reported by service report that the scale is inaccurate due to a worn cb10 (cpu). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.